Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. This resulted in the customer being admitted to the hospital due to a blood glucose (bg) level of greater than 500 mg/dl, a broken leg, loss of consciousness, and high ketones identified as dangerous by healthcare professional. Customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. Customer was released from the hospital on (B)(6) 2023 with no permanent damage.